Event description:
A malfunction occurred, as indicated by the malfunction code "malf 1." There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.